Event description:
A complete self expanding (se) peripheral stent was used for treatment of a lesion in the left external iliac. The lesion was severely diseased and tortuous. During removal of the delivery stent the tip got caught on the stent. The physician was able to remove the delivery system without any further issue. A second complete se stent was placed for length. The patient is reported to be good post procedure and no clinical sequelae were reported. Image review: based on the still image provided the reported removal difficulties may have occurred due to the vessel/lesion morphology.

Manufacturer narrative:
(B)(4): evaluation results - patients condition affected effectiveness of device (severely diseased and tortuous anatomy). (Device not available for evaluation). Conclusion results - device failure/lack of effectiveness related to patient condition (severely diseased and tortuous anatomy).